Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed lead noise on the right ventricular (rv) lead. No changes or intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Additional information was requested but not provided.